Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2021. During the procedure, the physician opened the package and the bands fell off. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: facility name: (B)(6) medicine. Facility address: (B)(6). Block h6: medical device code a150103 captures the reportable event of bands premature deployment. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly, the ligator head, the ligator head and irrigation tube were returned with the device. It was also noted that the trip wire was kinked and was not secured in the handle assembly slot when received; however there were marks as it was tried to secure in the handle slot and it was rolled in the handle assembly. Additionally, the slack on the trip wire was removed. The ligator head was returned with all seven bands attached to it; however, the bands were moved from their original positions and were overlapping. The suture hole was in good condition and no damages were observed. Microscope examination was performed, and it was noted that the ligator head tooth was damaged. The suture string was broken and one section was attached in the ligator head and the other section was attached to the trip wire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems were noted with the device. The reported event was confirmed. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block e1: facility name: (B)(6). Facility address: (B)(6). Block h6: medical device code a150103 captures the reportable event of bands premature deployment. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly, the ligator head, the ligator head and irrigation tube were returned with the device. It was also noted that the trip wire was kinked and was not secured in the handle assembly slot when received; however there were marks as it was tried to secure in the handle slot and it was rolled in the handle assembly. Additionally, the slack on the trip wire was removed. The ligator head was returned with all seven bands attached to it; however, the bands were moved from their original positions and were overlapping. The suture hole was in good condition and no damages were observed. Microscope examination was performed, and it was noted that the ligator head tooth was damaged. The suture string was broken and one section was attached in the ligator head and the other section was attached to the trip wire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems were noted with the device. The reported event was confirmed. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2021. During the procedure, the physician opened the package and the bands fell off. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2021. During the procedure, the physician opened the package and the bands fell off. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.